Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not be performed as the sample presented residual contamination inside the plastic bag it was returned in. Therefore, the reported issue could not be confirmed. Meanwhile, a retained sample was visually inspected and no issues noted. Gravity testing and functional testing was performed and device performed according to specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a during use of a flow regulator set, the fluid still flowed into the patient infusion tube after the nurse closed the flow regulator. The issue was identified during an unspecified step of a patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.